Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s anchor had broken insitu and the lead had migrated resulting in ineffective therapy. As such, surgical intervention took place wherein the lead and anchor were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op. The reported device was discarded.